Manufacturer narrative:
Method: no sample was received for eval and investigation. Without the actual product, a complete investigation cannot be conducted. Results: a review of the device history record was conducted for the lot number reported. The device lot met mfg specifications prior to release.

Event description:
Drug/diluent: marcaine 0.25%. Fill volume: 300ml. Flow rate: 4.0ml/hr. Procedure: abdominalplasty. Cathplace: placated fascia. Physician stated: "I have a pt who developed liver failure after elective surgery using one of your onq pain pumps filled with 0.25% marcaine." If add'l information pertinent to this complaint becomes available a follow-up report will be filed.